Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent detached from the balloon. The balloon catheter was not returned for analysis. The stent was received advance on to the shaft of a mustang balloon catheter. A microscopic examination found rows 1-6 of the proximal stent struts to be severely damaged. This type of damage is consistent with excessive force being applied to the device as the user attempts to remove it from the patient. No other issues were identified with the stent that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 8.0x30x75cm express ld stent was inserted within the patient and then there was an attempt to remove the device; however, during the removal the stent dislodged within the patient. A mustang balloon catheter was used to successfully retrieve the stent. The procedure was completed with another stent. No patient harm or complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 8.0x30x75cm express ld stent was inserted within the patient and then there was an attempt to remove the device; however, during the removal the stent dislodged within the patient. A mustang balloon catheter was used to successfully retrieve the stent. The procedure was completed with another stent. No patient harm or complications were reported.